Manufacturer narrative:
A partial lead with the distal tip measuring 43.2cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-12.8cm and 11.2-13.3cm from the distal tip. Internal insulation abrasions were noted at 25.2-26.8cm and 26.3-27.1cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed. The lead was explanted and replaced. No other information was available.